Event description:
Additional information received indicated, "the reported coil (3d 4*12) is not mvi¿s product, can¿t collect the coil brand information.

Manufacturer narrative:
A supplemental report is be submitted as clarifying information received indicated that the coil referenced was not a microvention, inc. Coil, device. Therefore, mvi inc. No longer considers this event a reportable event.

Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue/event as described could not be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies coil migration as potential complications associated with use of the device. The lot number was not provided; therefore, the device history records could not be reviewed and a lot history trending review could not be performed.

Event description:
As reported, after the pathway was established, the first coil was selected. When the coil was filled, the coil herniated out of the aneurysm, a stent was selected. The head end of the stent opened but could not be apposite to the wall. The new stent was replaced, opened normally, and the rest of the procedure was completed successfully. No patient harm was reported.